Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following intraocular lens implant procedure the patient experienced dizziness, nausea, blurry vision due to extreme eye difference. Disoriented for six months, warm colors appeared muted and trouble walking. The patient had a yag capsulotomy to treat her posterior capsular opacification. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).